Event description:
The customer reported the system displayed collimator filament and camera iris calibration required error messages that prevented the system from completing boot up. There is nor report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system software was reloaded. The system was then found to be operating as intended.